Event description:
The consumer stated the device was sitting on a coffee table (unattended) and her husband heard a "pop" and saw that the unit had come apart. The customer stated there was black dust on her coffee table. No one was hurt. Arc requested that the unit be returned for investigation. The unit was returned to arc. A lab analysis of this type of failure was performed. There was no issue with the design of the device. The analysis of the battery included an optical microscopy, CT scan, and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production since (B)(6) 2015.